Event description:
Caller states the patient tested 4.7 inr on the coaguchek system and 3.6 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device, however strips unavailable for return.